Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had soreness around one of the wires in his back due to wire coiling. The patient underwent a lead revision procedure wherein the leads were replaced as the leads were nicked by the physician. The patient was reportedly doing well following procedure.